Manufacturer narrative:
This report is being filed to update the patient identifier.

Event description:
It was reported that an inquiry regarding this device battery was sent to technical services (ts). Ts confirmed that the power consumption was increasing in a gradual fashion and the device was displaying premature battery depletion. Ts recommended to replace the device in sixty days' time. The device was explanted and was expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was expected to be returned. Upon return, analysis will be conducted and this investigation will be updated.

Event description:
It was reported that an inquiry regarding this device battery was sent to technical services (ts). Ts confirmed that the power consumption was increasing in a gradual fashion and the device was displaying premature battery depletion. Ts recommended to replace the device in sixty days' time. The device was explanted and was expected to be returned. No additional adverse patient effects were reported.